Event description:
The vitrectomy cutter tip broke in the pt's eye during surgery. The surgeon removed the tip from the eye with no injury to the pt.

Manufacturer narrative:
Physical damage to the cam teeth caused the inner needle of the attached cutter tip to be pushed out of position. Reference report 1920664-2007-00669 for vitrectomy cutter used during this event.